Event description:
It was reported that patients pain stimulator had not worked for years and was ¿a terrible situation.¿ it was reported their surgeon walked out of their procedure and another doctor had to close them up, and ¿never fixed it.¿ patient reported that pain stimulator had been giving them a lot of trouble in the groin area and ¿hitting a nerve.¿ patient had experienced awful pain and explained that it had been going on for a long time. Patient reported they had no stimulation sensation, and never had therapeutic effect. It was reported that patient¿s spinal cord stimulator hadn¿t worked for years, then they said that it had never worked. Patient reported that their device had sunk down into their groin, and they need to wear a certain kind of girdle, otherwise they were unable to walk. It was reported that the patient had been in the hospital the week prior to call, and that it was device related. Patient said hospitalization was due to extreme pain that their pump usually took care of. Patient indicated they use a walker. Patient had also noted they are hardly able to write. Additional information reported that patient had great concerns with their device or therapy. It was also noted that patient had no upcoming appointments, as they had no insurance. Patient indicated they were still having concerns regarding their device or therapy. Patient had stated ¿please help me¿ multiple times. Patient also noted that they had looked forward to hearing back from someone.

Manufacturer narrative:
Concomitant products: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 3888-28, lot# l78967, implanted: (B)(6) 2000, product type: lead. (B)(4).